Event description:
A new peritoneal dialysis pt's catheter was flushed in 2003 with a freedom set. Pt was then snap disconnected and sent home. One month later, the pt reported a leak at the snap disconnect piece of equipment. Pt came into the clinic and they observed a leak at "the snapped off piece of equipment" where the tubing is connected to the safe lock end near the gripping surface. They presented with a cloudy bag. The cell count was wbc 80 but there was gram positive cocci growing. The sample is available for eval. Co spoke with a facility rep, who confirmed at that time that the pt had developed peritonitis and had been placed on antibiotics. The pt is currently doing well.